Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided a conclusive cause for the reported single leaflet device attachment cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip detached from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One ntr clip was implanted without issue. An xtr clip delivery system (cds) was advanced to the mitral valve with extremely poor visibility. The clip was deployed however the clip them detached from the posterior leaflet (single leaflet device attachment (slda)). An additional clip was implanted to stabilize the slda clip. An attempt was made to further reduce the mr therefore an ntr cds was advanced however once the leaflets were grasped the gradient increased. The clip was not implanted and the cds removed and the gradient returned to baseline. The procedure was completed at this time with the mr reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.